Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. A loss of capture was noted on the left ventricular lead. The physician opted to cap the lead and replace it.

Manufacturer narrative:
.